Event description:
During an ablation procedure, the probe wasn't registered by the generator indicated by the red thermocouple led. The probe was replaced several times but the issue remained. The patient received an analgesic treatment and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
The reported event of a probe recognition and temperature issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.